Manufacturer narrative:
Zoll has not yet received the zoll catheter for investigation. A supplemental report will be filed when the product is returned and investigation has been completed.

Event description:
As reported, during patient ivtm therapy, the user facility nurse noticed less than 100cc left in saline bag within the last hour. No fluid on the floor, around machine or in patient's bed was observed. The solex 7 catheter (ln unknown) was removed and replaced with a new catheter to continue with the therapy. No consequence to patient was reported.

Manufacturer narrative:
The reported complaint of a solex 7 catheter leak was confirmed during function testing. A pinhole leak was found at the middle of serpentine balloon. No physical damaged observed on the returned catheter during visual inspection. Blood had accumulated on the serpentine balloon. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. In addition, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed at the middle of serpentine balloon. Thus, confirming the reported complaint. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. The investigation findings determined that the probable cause of the reported issue was due to a latent material defect. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for solex 7 catheter with lot number 73568.